Event description:
It was reported there was a shocking or jolting sensation at the lead location and throughout all of the pt's limbs after bending over. The shocking sensation was similar to a previous incident with a different device where the lead had fractured (see MFR report# 3004209178201106824). A week prior to the shocking incident the pt had fallen out of a chair and bruised her rib. The reporter stated the stimulation pulses felt "very" different from ever before, and the device was turned off until it could be checked. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect following a fall. It was also noted that the lead had migrated and shifted out of position. The patient met with the manufacturer representative and had her neurostimulator reprogrammed. The reprogramming resulted in a return of patient therapy and resolved the issue. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).